Event description:
Caller reported that the cartridge was not fitting properly on the pump due to an issue with snapping it fully into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the pump case, clean the pneumatic tap area, and inspect the cartridge and o-ring for damage. After following these steps and using a new cartridge, the caller was able to successfully load the cartridge onto the pump and resume insulin therapy.